Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014 inratio 2.1. On (B)(6) 2014 lab 9.47. Inratio test performed 12 hours prior to lab draw. Patient's therapeutic range 2-3. Patient self tester was admitted to hospital on (B)(6) 2014 for a severe nosebleed. Inratio result on day of admittance was 2.1. Lab draw conducted on (B)(6) 2014 gave a result of 9/47. Patient was administered vitamin k (unknown dosage). Patient discharged on (B)(6) 2014 with a lab inr of 1.88. No additional information provided.

Manufacturer narrative:
Investigation pending.